Manufacturer narrative:
System was used for treatment. Kit lot d748 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. This assessment is based on information available at the time of the investigation. A photo associated with the complaint was submitted for analysis. Analysis of the photo is still in progress. A supplemental report will be created once investigation is complete. (B)(4). Device not returned.

Event description:
Customer called to report a leak at the hematocrit cuvette. Customer states the leak was discovered during buffy coat on the first cycle. Customer aborted treatment and did not return blood to the patient. Customer cleaned instrument, set up new procedural kit and completed treatment without difficulty. Patient stable and tolerated procedure well. Customer denies any alarms during treatment. Customer will submit photos of leak at hematocrit cuvette.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the reported leak. A material trace of the cuvette assembly and its components used to build lot d748 did not find any nonconformances. There were no other related product returns received for kit lot d748. The evaluation of the photographs was unable to determine the root cause of the leak. No manufacturing related defects were confirmed during the evaluation. (B)(4).